Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited high pacing threshold. The rv lead was explanted and replaced. The patient was stable.